Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the sample had signs of use as damages were found at the internal locks of the adaptor. Even with that condition, the sample was able to be tested on the dual station lift test and general pull and push test with no functional issues. However, during the setup of the oxygen entrainment test, it was observed that the assembly of the nut adaptor component and the upper body component was unstable since the upper body got disconnected from the nut adaptor, therefore it was not possible to perform such testing. Attempts to duplicate the failure mode "flowmeter connection unstable" were performed and there are two ways to duplicate them: the first one is by overtightening of the nut adaptor onto the flow meter. The second one is by manipulating the assembly connection until the components get disconnected. The customer complaint is confirmed (unstable connection). Although the condition reported is observed on the sample provided, there is not sufficient evidence to assure that this issue was originated during the manufacturing assembly or molding process (damaged internal locks). Other remarks: the root cause for the condition reported could not be identified. Personnel from the adaptor assembly line were notified for awareness. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause could not be identified.

Event description:
The customer alleges that "the connection between the adaptor and oxygen flowmeter was unstable than before, so the aquapak bottle fell from the flowmeter". The alleged defect was reported as found prior to use. There was no report of patient involvement.

Manufacturer narrative:
Qn#(B)(4). A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since the device was not returned at the time of this report. There was no photo for review. However, as an additional test, oxygen entrainment testing oxygen was performed to 50 subassembly (p/n: ph12153 033 neb adaptor phantom holder) production samples that were taken randomly from adaptors assembly line. These components are part of catalog number ip-5036 neb adaptor 033, non-sterile batch 74k1600481. Catalog number ip-5036 uses the same subassembly ph12153 than catalog number 031-33j related to this customer complaint. During the testing and visual inspection no issues or discrepancies were found than can lead to the condition reported by the customer. A device history record review shows that the device was assembled and inspected according to our specifications. Customer complaint cannot be confirmed due to the lack of device sample to perform a proper investigation and determine the root cause. The personnel of the assembly line will be notified for awareness. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges that "the connection between the adaptor and oxygen flowmeter was unstable than before, so the aquapak bottle fell from the flowmeter". The alleged defect was reported as found prior to use. There was no report of patient involvement.